Manufacturer narrative:
D3, manufacturer zip/postal code: 2069203.

Event description:
It was reported that the patient experienced an arterial bleed. This iceseed cryoablation needle was used for a splanchnic cryoneurolysis procedure to treat abdominal pain. During the freeze portion of the procedure, an arterial bleed was observed during the CT scan. An additional freeze was performed to that area and the bleeding resolved. The procedure was completed successfully and the patient had fully recovered.